Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device pelvic cavity') in a (B)(6) female patient who had essure (batch no. 836494, 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis, allergic rhinitis, headache, herpes simplex, gastric mucosa erythema, irritable bowel syndrome, tiredness, disturbance in attention, mood altered, libido decreased, breast mass and gravida I. Concurrent conditions included irritable bowel syndrome since 2010, major depression since 2010, polymenorrhea and flank pain. Concomitant products included aciclovir sodium (acyclovir) since 2008, ibuprofen since 2009, levofloxacin (levora) from (B)(6) 2010 to (B)(6) 2011, omeprazole (prilosec) since 2010, sumatriptan succinate since 2010 and vitamin d nos (vitamin d) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines/headaches"). On (B)(6) 2011, the patient experienced abdominal distension ("bloating"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2011, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, fatigue, abdominal distension, migraine and weight increased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant date as per document : (B)(6) 2010 and (B)(6) 2011. Current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at time of essure placement: (B)(6) lbs. Essure coil inserted r fallopian tube, following deployment coils counted-3. Essure coil inserted l fallopian tube, following deployment coils counted-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per mr): impression: two essure devices within the pelvis, however, due to nonvisualized fallopian tubes with contrast due to occlusion at uterine cornua bilaterally, this raised question of possible migration of essure devices distally or migration into the pelvic cavity. Uterine cavity normal, an occlusion of the fallopian tubes at uterine cornuas bilaterally.; on (B)(6) 2011: results: total bilateral occlusion; failure to occlude (close) fallopian tubes; migration of essure device. The placement was not successful. Had another implant procedure was done adding more coils (B)(6) 2011 due to the first placement on (B)(6) 2010 not occluding my tubes.; on (B)(6) 2011: tubes were closed.; on (B)(6) 2011: (as per mr): impression: bilaterally occluded fallopian tubes. The most recently placed essure on right appears to have migrated from the right cornua. In addition, one of the coil markers is displaced from the end of the device. The most recent essure on the left remains intact, but the device has also migrated from the typical location adjacent to the left cornua.. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet & mr received. Event injury nos was replaced with the events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, bloating, migraines/headaches, migration of essure device: pelvic cavity, pain, weight gain, abdominal pain. Event outcome was updated for the events: abdominal pain, cramping, abnormal bleeding (vaginal, menorrhagia). Lot number was added. Concomitant drugs, conditions and historical conditions were added. Lab data and reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device pelvic cavity') in a 32-year-old female patient who had essure (batch no. 836494, 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis, allergic rhinitis, headache, herpes simplex, gastric mucosa erythema, irritable bowel syndrome, tiredness, disturbance in attention, mood altered, libido decreased, breast mass and gravida I. Concurrent conditions included irritable bowel syndrome since 2010, major depression since 2010, polymenorrhea and flank pain. Concomitant products included aciclovir sodium (acyclovir) since 2008, ibuprofen since 2009, levofloxacin (levora) from (B)(6) 2010 to (B)(6) 2011, omeprazole (prilosec) since 2010, sumatriptan succinate since 2010 and vitamin d nos (vitamin d) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines/headaches"). On (B)(6) 2011, the patient experienced abdominal distension ("bloating"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2011, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, fatigue, abdominal distension, migraine and weight increased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant date as per document : (B)(6) 2010 and (B)(6) 2011. Current weight as of 18-oct-19: 191 lbs. Approximate weight at time of essure placement: 160 lbs. Essure coil inserted r fallopian tube, following deployment coils counted-3. Essure coil inserted l fallopian tube, following deployment coils counted-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per mr): impression: two essure devices within the pelvis, however, due to nonvisualized fallopian tubes with contrast due to occlusion at uterine cornua bilaterally, this raised question of possible migration of essure devices distally or migration into the pelvic cavity. Uterine cavity normal, an occlusion of the fallopian tubes at uterine cornuas bilaterally.; on (B)(6) 2011: results: total bilateral occlusion; failure to occlude (close) fallopian tubes; migration of essure device. The placement was not successful. Had another implant procedure was done adding more coils (B)(6) 2011 due to the first placement on (B)(6) 2010 not occluding my tubes.; on (B)(6) 2011: tubes were closed.; on (B)(6) 2011: (as per mr): impression: bilaterally occluded fallopian tubes. The most recently placed essure on right appears to have migrated from the right cornua. In addition, one of the coil markers is displaced from the end of the device. The most recent essure on the left remains intact, but the device has also migrated from the typical location adjacent to the left cornua.. Lot number: 787221, manufacture date: 2010-09, expiration date: 2013-09. Lot number: 836494, manufacture date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.